Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients ipg would not hold a charge. Device malfunction was suspected. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no immediate course of action. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg would not hold a charge. Device malfunction was suspected. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg would not hold a charge. Device malfunction was suspected. The patient will undergo an ipg replacement procedure.